Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Philips received a complaint on a patient monitor efficia cm150 indicating that the monitor does not display correct values. It is unknown if the device was in use at time of event, and there was no adverse event reported.